Manufacturer narrative:
The unit was received with the lock having rotational and lateral movement and a residue buildup was present. Unit needed new components added to replace worn internal parts. The DHR showed no abnormalities related to the reported failure. Complaint confirmed via inspection of the unit. The lock was loose and not holding properly. Linked to mfg report number 3004608878-2020-00450 and 3004608878-2020-00451. UDI # (B)(4).

Event description:
This is 3 of 3 reports. A customer reported that the screws of the a1059 mayfield modified skull clamp were loose. There was no known patient injury or surgery delay.